Event description:
While investigating the electrode belt of a (B)(6) old male pt for an unrelated issue, a reportable problem was discovered. Upon servicing, it was determined that the pulse wires had an intermittent connection in the belt distribution node. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the pulse wires in the belt distribution node (dn) had an intermittent connection. The root cause of the intermittent connection could not be positively identified. No adverse event resulted from the intermittent pulse wire connection. The pt received a replacement electrode belt.